Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the leakage occurred from cassette to the console connection during cataract and vitrectomy combination surgery. The surgery was completed on the same day after replacing the product. There was no patient contact with the suspected product.